Manufacturer narrative:
It was reported that the issue was resolved after the customer switched to a backup endoscope. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the arm illustration on the screen was not accurate mid-procedure. When the surgeon moved the camera, the input was not accurate. They tried a reboot and a hard reboot, but the issue persisted. The customer put the surgeon on the phone and described not being able to rotate the scope, but the surgeon was able to control the insertion axis. The customer swapped scopes, which resolved the issue. The procedure was completed as planned with no reported injury.